Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008 as reference. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of the file is (B)(4).

Event description:
It was reported that the patient was implanted a durom us acetabular component 54/48 n on the left side on (B)(6) 2006. Currently, patient is being monitored due to pain, elevated cocr levels and metallosis. Revision surgery is in discussion.